Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found damage to the downstream occlusion (dso) seal and upstream occlusion (uso) seal. This indicated a reportable malfunction based on the dso and uso seals. The dso and uso seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned with report of corrosion at the bottom of the battery compartment and a broken battery door. Evaluation of the returned device revealed damaged upstream and downstream occlusion seals. There was no patient involvement.